Event description:
The unit manager alleged the bed exit system was armed with both head siderail and the right foot rail in the up positions. Staff from the card rehab department were walking by the room and found the pt on the floor and the bed exit system was not alarming. The bed exit system was off when the pt was found. The pt sustained a cheek laceration and received a bandage. X-rays and a CT scan were also performed. Pt has a medical history of dementia.

Manufacturer narrative:
The technician performed function checks on the versacare bed exit system, found the bed exit system functioned as designed and could not duplicate the alleged failure. The technician noted that this section of the hospital has a rauland nurse call system and was unable to obtain a bed status history.